Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.12 on a (B)(6) female patient who presented with chest discomfort. There was no additional patient information available at the time of this report.date time method result sample(B)(6) 2014 1530 I-stat 0.12 a(B)(6) 2014 1612 I-stat 0.00 a (repeat)(B)(6) 2014 1600 ortho (lab) <0.012 bthere were no injuries reported with this event. The investigation was completed on (B)(4) 2014 and concluded that troponin lot u14154 is functioning according to specification.